Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit missed the nail and went anterior to the nail during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2015. The helical blade was then inserted thru the drilled path and radiographs were then taken which revealed that the helical blade was implanted anterior to the nail. The helical blade and nail were then removed and the same instrumentation was utilized and a new nail and helical blade were inserted without difficulty. It was noted that at the start of the procedure the alignment of the instrumentation was checked and confirmed to be accurate. The procedure was successfully completed with a 30 minute surgical delay. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Device was returned with information associated with another complaint; on march 24, 2016 it was determined the part was also associate with this complaint. Manufacturing location: (B)(4). Manufacturing date: june 19, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the insertion handle sent back shows no damage that would indicate a loss in function. All markings are clear and legible. The returned instrument was tested with the other instruments associated with aiming and functioned properly. The device did not show any significant wear. And there is nothing to indicate a loss in function due to damage. The parts were assembled with a pd supplied tfna nail, as well as the tfna blade/screw guide sleeve, cannulated connecting screw and wire guide sleeve . When assembled they were able to properly target the oblique hole of the nail, a guide wire inserted through the wire guide sleeve passed through the oblique hole as intended. Therefore this complaint event cannot be replicated and is unconfirmed, and it is most likely caused by misuse. Possible causes are soft tissue forces pressing on the aiming instrumentation, or loosening of the connecting screw without any post-insertion tightening. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.